Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. A horizontal crack was observed around the base of the chamber dome. The crack was between the baffle and one of the ports. We were unable to determine the cause of the reported fault in this instance. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A healthcare facility in (B)(6) reported via a distributor that they found cracks on the mr290 humidifier chamber dome after about half day of use. There was no reported patient consequence.